Manufacturer narrative:
The prograsp forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the prograsp forceps instrument shaft was broken. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage is at the distal end. It broke at the metal joint slightly above the wrist, and it became stuck through the cannula. It was removed together with cannula. No material broken off or detached from this location. No broken or frayed cables visible at the instrument wrist. No photographic images of the instrument available for review. The product has already been shipped back to isi for evaluation.